Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/09/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic hernia repair procedure in 2013 and the mesh was implanted. Following the procedure, the patient experienced pain. The examination revealed a recurrence of the hernia and the patient needed to be reoperated by conventional / open procedure. No further information is available.